Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. No motor error alarm noted. Motor passed motor test. The insulin pump had a scratched display window. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly.

Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind and the drive support cap was protruded. The customer's blood glucose reading was 6.3mmol/l. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.